Manufacturer narrative:
Concomitant medical products: product ID 37083-60, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the implantable neurostimulator (ins) found it had reached ¿normal end of life.¿ it was reported the ins telemetry and output was ok. Analysis of the extension found the distal end of the molded rubber was cut. Impedance testing using both the returned ins and extension with a known good lead was performed; ¿normal impedances were measured on all circuits and electrode pair combinations.¿

Event description:
Visual inspection of the extension prior to analysis did not find anything out of the ordinary. It was noted the extension "looked really clean." It was stated there was "one small cut in the molded rubber near the #3 connector block at the distal end." It was further stated the cut "looked purely cosmetic and was not too deep." It was reported the cut was "very unlikely" to have caused any problems.

Event description:
It was reported the patient¿s implantable neurostimulator (ins) experienced ¿premature¿ battery depleted. It was stated the ins had ¿stopped¿ and reached the elective replacement indicator (eri) within seven days. It was additionally reported that ¿low¿ impedances of ¿50 ohms¿ were also measured. In regards to the impedance issue it was noted there was ¿no problem with electrode.¿ it was stated that ¿there was a problem with the extension¿ and that ¿the extension caused the problem.¿ it was reported that circuits 0-3 each had impedances ¿<(><<)>50 ohms¿ and that circuit 3 was in use as part of the patient¿s program. It was stated ¿the premature battery depletion was probably due to the extension problem.¿ it was noted that as a result of the event the patient required hospitalization and underwent the explant and replacement of their ins and extension. It was stated there were¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.